Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: single lead vdd pacing in children: implantation and long-term follow-up. Herzschr elektrophys 1999;10:222-227. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports a patient who experienced rising thresholds due to a possible microdislodgement requiring lead repositioning. It was noted that the patient's previous lead remained partially implanted and inactivated in the patient's body. The previous lead may have interfered with the positioning of the new lead. The status of the lead is unknown. Further follow up did not yet yield any additional information.